Event description:
The affiliate reported a customer who experienced a hydrogen peroxide "burn" on his thumb. The customer reported that he felt his thumb start to "tingle" after he removed a "successful load" from the unit, so he wiped it with an alcohol wipe. The customer ran his hand under cold tap water for a "long period". The customer saw his doctor but did not receive treatment for the contact. The asp international field service engineer (fse) went to the facility to assess the unit.